Manufacturer narrative:
This complaint is considered inconclusive. An evaluation of the pump was conducted by (B)(4) facility on 10 december 2013, no anomalies or problems were found, the pump passed functional testing per process summary ocm12000527 steps 8.1 thru 8.1.14.4 and all functions perform as expected. Since the npwt involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. The root cause for the reported issue is deemed undetermined. Most likely a partial blockage caused by clotting at the head of the soft port or gradual buildup of blood clots/exudate inside the soft port fluid handling pathway led to the observed issue. It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage and a leak not significant enough to trigger an alarm. In order for the blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded, if a ¿partial¿ blockage occurred at the wound site or within the fluid handling pathway and air was still reaching the system, the pump would not alarm. In regards to the leak alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. Based on information provided, the patient was under anti-coagulant therapy beginning with lovenox, then transitioning to coumadin. In reference to the renasys clinical guidelines under warnings it is stated: ¿1. Patients must be monitored closely for bleeding. If sudden or increased bleeding is observed, immediately discontinue therapy, take appropriate measures to stop bleeding and contact the treating clinician. 2. Patients suffering from difficult hemostasis or who are receiving anticoagulant therapy have an increased risk for bleeding. During therapy, avoid using hemostatic products that, if disrupted, may increase the risk of bleeding.¿ in response to similar complaints, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. Per the information provided there were no patient injuries or harm associated with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Device malfunction: failure to alarm

Event description:
Device malfunction: failure to alarm.

Manufacturer narrative:
Active investigation in-progress, results of the investigation will be provided in a supplement report. As a result of similar complaints smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez.